Event description:
The customer reported that the alarm powers on, but does not alarm when the magnet is taken off. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Eval of the returned product shows that the alarm would not power on. (B) (4).